Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no pt involvement reported.

Manufacturer narrative:
The user facility reported replacing the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit when passed extended self-testing. A covidien customer support engineer (cse) upgraded the software to the current revision. (B)(4).